Manufacturer narrative:
Batch review performed on (B)(6) 2022: lot 174736: 148 items manufactured and released on (B)(6) 2017. Expiration date: 2022-09-27. No anomalies found related to the problem. To date, 119 items of the same lot have been sold without any similar reported event during the period of review. Additional item involved in the complaint, batch review performed on (B)(6) 2022: reverse shoulder system 04.01.0154 glenoid baseplate ø27x15 (k170452) lot. 175034 lot 175034: 100 items manufactured and released on (B)(6) 2017. Expiration date: 2022-11-09. No anomalies found related to the problem. To date, 60 items of the same lot have been sold with another similar reported event during the period of review.

Event description:
Revision surgery at about 4 years and 3 months post primary for glenosphere intraprosthetic dislocation from the baseplate. During the primary surgery one of the glenosphere polyaxial screw prong deformed.

Manufacturer narrative:
Clinical evaluation performed on (B)(6) 2022 by medacta medical affairs director: 4 years after primary rsa, the patient makes a sudden physical effort and the glenosphere detaches from the baseplate. At index surgery, due to hard bone, one baseplate screw fixation broke and could not be driven fully in the countersunk seating. This most probably did not allow the glenosphere to reach its final position and therefore the conical coupling was weakened. This is confirmed by the markings on the backsurface of the glenosphere. The damages to the humeral insert are compatible with the disassociated glenosphere. Visual inspection performed on 25 august 2022 by medacta r&d shoulder project manager: the glenosphere shows circular markings on the spherical baksurface. Given the defined and precise geometry, the markings are likely due to friction with at least one peripheral screw protruding from the glenoid baseplate. It is not possible to determine whether the contact happened with the screw object of a precedent complaint on the same patient in per operative (during the insertion of the superior screw in the primary surgery the prongs deformed and were removed with pliers) or with the inferior one. The glenosphere screw shows circular scratches following friction with the inner bore of the glenosphere. The reverse liner is damaged on the thin side. This is presumably due to friction with the scapula or other bone structures following glenosphere dissociation. No action is suggested.